Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2014 with the following findings:a review of the pump black box data revealed no evidence of unusual voltage fluctuations. During testing, the pump powered on properly with appropriate audible tones and vibration. The rewind, load, and prime steps were completed successfully. The pump was tested with an external power source, and all load currents measured within specifications. The complaint of overheating was not duplicated during testing. The pump case was removed and no evidence of loose components or moisture ingress was found. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.